Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: this complaint is confirmed, as 2 screw heads with only 1-2 thread forms on the shafts were received at cq for evaluation. The remainders of the 2 screw thread shafts were not returned to cq for evaluation. The qty. 2 of 3.5mm variable angle locking screw/slf-tpng/strdrv/70mm (part#02.127.170) was not returned to cq for evaluation. Whether this complaint can be replicated is not applicable as the returned screws are already broken. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. A device history record (DHR) review could not be performed as no lot numbers were identified/provided for the 2 returned screws. Unable to determine a definitive root cause, it is not likely that the design of the screws contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Explant date corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Unknown when non-union or when device broke. Additional product code: hrs. (B)(4). Open reduction internal fixation of the left tibia was performed on an unknown date in (B)(6) 2015. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from (B)(6), this report is against user facility#(B)(4). Only additional and/or corrected information will be contained in this report. It was reported that: an open reduction internal fixation of the left tibia was performed on an unknown date in (B)(6) 2015. The patient experienced a non-union. During a revision surgery performed on (B)(6) 2016, the surgeon found three (3) broken screws all of which were found with the heads were removed. Four (4) locking screws and bone graft material were implanted in place of the removed screws. There were no surgical delay. No additional medical intervention or harm to the patient was reported. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).